Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after an infusion set change, the user experienced prolonged hyperglycemia with fingerstick readings up to 444 mg/dl, which remained above target for approximately seven hours and persisted despite initial site replacement and later a full infusion set and cartridge change; the infusion set cannula appeared straight with no kinks, there were no device alarms, and insulin delivery was resumed after each change. Symptoms included hyperglycemia without ketosis, loss of consciousness, dizziness, or other acute complications. Outcomes included no medical intervention, no hospitalization, no back-up therapy, and no ketone testing, with glucose eventually trending down from 444 mg/dl to 304 mg/dl. Investigation included troubleshooting and user education, site inspection for leakage or kinking, verification of connection and insulin delivery, and repeat infusion set and cartridge changes. Investigation of this case revealed no device alarms, no visible cannula deformation, and no confirmed hardware malfunction, while a missed breakfast announcement and potential infusion-related factors could not be ruled out, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.